Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The cable/harness connections of display & control board were cleaned and reseated to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the device couldnâ¿¿t boot up due to the cable connection. There was no patient involvement.